Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and surgically abandoned right ventricular (rv) lead passed away. It was reported that the device had been deactivated when the patient went into the nursing home. The patient later got an infection that went to the device and heart, resulting in the patient's death. The system was not explanted.